Event description:
The pt reported problems with charging the implant. The pt was seen by an advanced bionics rep for device evaluation. Explant surgery has been scheduled.

Manufacturer narrative:
The ipg has been analyzed. The ipg exhibited damage to the analog integrated circuit which caused the reported failure. A corrective action request has been issued to identify the root cause and implement the appropriate changes. This is the final report.